Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer's insulin pump alarmed with an unexpected restart error. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the unexpected restart issue. The customer confirmed that a temp basal was not programmed before the alarm. The insulin pump was not stored or out-of-use for an extended period of time either. The alarm occurred shortly after inserting a new battery. Additionally, the insulin pump had alarmed failed battery test. The battery compartment and spring were not corroded or damaged. A new battery cap will be sent to the customer. The insulin pump was not returned for analysis.